Manufacturer narrative:
The customer no longer has the suspect strips.

Event description:
The customer reported obtaining a result of 4.2 inr at 12:06 pm on his coaguchek xs meter (serial number (B)(4)). There is no longer any strips in the vial of strips that was used for this test. He wanted to retest as he did not believe the result and while attempting to do so he was having trouble with his meter powering off. He called for assistance with his device. During the troubleshooting, a second test was done using a new vial of strips of the same lot number as the first. He obtained a result of 2.3 inr at 1:06 pm. That is the result that was called into the idtf (independent diagnostic testing facility). There was no change made to the customer's warfarin dose. The customer's therapeutic range is 2.0-3.0 inr. The customer was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He stated his current condition was "good". There was no adverse event. The suspect device was requested to be returned. The customer no longer has any strips from the first vial of strips that was used to obtain the 4.2 inr result. Therefore, the suspect device will not be returned. The vial of strips he will return is the one used to obtain the 2.3 inr result that he believed was correct.

Manufacturer narrative:
The customer did not return the suspect strips that were used to obtain the result of 4.2 inr that he did not believe. A specific root cause for the event could not be determined since the suspect product could not be returned for investigation. The customer did return a vial of the same lot number that was used to obtain the believed result of 2.3 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the masterlot of strips meets the specification. The complaint has not been substantiated.